Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer reported that they received the open book image on the insulin pump screen. Pump had blanked screen and it does not turn on. The insulin pump was keep on beeping. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. Unit passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, and self-test. No critical pump error (open book) noted during testing. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces and carelink. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Power loss alarm (B)(6)2021 22:24 replace battery alert (B)(6) 2021 22:23 in history file and traces. Pump error 63 variable (21) & pump error 4 occurred on (B)(6) 2021 22:19 in history files and traces. Unit was cut open to perform visual inspection and found evidence of moisture damage on electronic stack and force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, overlay scratched, missing display window cover, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), serial number label missing keypad overlay texture damage. Critical pump error is not confirmed. Pump error 63 is due to being found in history files and due to hardware anomaly. Blank display is not confirmed. Audio anomaly is not confirmed. Pump error 4 is confirmed due to being found in history files and is a consequence of pump error 63. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.